Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and received the following additional information: the system was checked for any issues/messages prior to use. There were no indications that there were any problems before the reported issue occurred. The system was in use for 3 hours before the issue occurred.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, a overheating message was generated on one of the surgeon side consoles (ssc). An intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the logs, which reflected ssc #1 was reporting an ssc overheating message. The isi clinical sales rep (csr) moved both of the sscs away from the wall and verified there were no obstructions on the sscs. An error was then generated, and the system shut down. The surgeon elected to convert the case to open surgery. The tse explained that the staff could disconnect ssc #1 and proceed with a single console, but the surgeon had already elected to convert to open surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse inspected all electronics for signs of overheating replaced the intake filters. Although the fse was unable to reproduce the customer reported issue, the fse replaced the air intake filters. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.